Manufacturer narrative:
Initial and final MDR 1912455 - MDR 3003442380-2024-14270 - device 3 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, patient complained about 5 infusions sets fell off. Patient replaced infusion set and resumed insulin successfully. No further information available.